Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was no device issues or any thrombus present. One year post procedure the patient experienced a cerebral vascular accident. Transesophageal echocardiogram (tee) imaging was performed. There was no classic thrombus on the closure device, no bulbous mass attached to the face of the closure device. There was noted to be a thin thread like object seen near the face of the device. The physician did not feel it was conclusive whether or not this thread like piece was thrombus or tissue and was uncertain if the closure device was a factor in the patients stroke. The plan is to put the patient back on full dose eliquis for 6 months and then decrease to half dose for as long as the patient tolerates the medication. There were no other complications that were reported to have occurred.